Event description:
Per the clinic, the patient underwent a surgical procedure for removal of skin overgrowth on (B)(6) 2011. The abutment was removed during the same surgery, and was replaced by a longer abutment.